Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) for which biosense webster¿s product analysis lab (pal) revealed an absence of the hemostatic valve and a bent in the dilator tip. Initially, it was reported that the pentaray catheter would not fit into the vizigo sheath. The dilator had a kink, bent tip from an obstructed sheath. The sheath was replaced, and the issue was resolved. The dilator damage and impeded device were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 12-dec-2024, there was a bent on the dilator tip and the hemostatic valve was not detected. This was assessed as MDR reportable with an awareness date of 12-dec-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sheath revealed an absence of the hemostatic valve and a bent in the dilator tip. A dilator was introduced into the sheath, but no valve was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record review was performed for the finished device number lot 60000356 and no internal action related to the complaint was found during the review. The impeded device issue could be related to the hemostatic valve issue observed during the analysis; therefore, the impeded device and dilator damaged issues reported by the customer were confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).